Event description:
Lodi implant failed to osseointegrate.

Manufacturer narrative:
The clinician did not provide the following info: pt bone density bone, amount of torque used on abutment and implant, whether primary stability was achieved, if implant was immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The implant's lot history records were reviewed; any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implant was manufactured to specs. No further action is required.